Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report, shall be filed on a supplemental MDR. Manufacturing evaluation revealed the sample was received disassembled with visual damage to the body. Scratches located on the inner and outer diameter along with witness lines in the inner diameters showing the assembly path of sleeve. The screw head contained deformity in the grooves and the stardrive contained deformity in the t25 drive. Deformity also noted in the inner diameter of the collet where the screw head pulled out. A review of device history record did not reveal any conditions that could have contributed to the reported event.

Event description:
It was reported that during a posterior lumbar interbody fusion l5-s1: the surgeon inserted the pangea screw, adjusted the head to turn the tulip. The head came apart from the collar. All parts were retrieved. The surgeon removed the screw and selected another screw and completed the procedure.